Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the port-a-cath ii port was implanted on (B)(6) 2019 without any complications. The device was being used to administer chemotherapy for ovarian cancer. The device functioned as intended until (B)(6) 2020. A chest x-ray was then taken on (B)(6) 2020. According to the operator, the x-ray revealed that there was now an unspecified quality issue with device. The device was explanted as a result. No further complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: the device was not received, evaluation was performed using a photo supplied by the customer. The photo showed a portal covered with what appears to be blood. The ultra lock section of the portal appears to have a section of the catheter within the lock ring component. No photo of catheter was provided for examination which would have been beneficial to the analysis. A definitive root cause was not able to be determined from the provided photo.